Manufacturer narrative:
The hill-rom technician found the unintentional movement due to an inoperable motor control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the motor control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section is lowering on its own (self-run). The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).